Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was generated for this system due to an out of range pacing impedance on the right ventricular (rv) channel. A revision procedure was performed and the associated competitive rv lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional details were received from the boston scientific sales representative stating he did not identify any issues with the device.